Manufacturer narrative:
Product ID: 37751, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the manufacturer¿s representative (rep) met with the patient on (B)(6)for a physician recharge mode and clearing of a power on reset (por) message. It was reported the patient had gone home to charge. The rep. Reported that she had not heard back from the patient. She was assuming that she was able to charge normally and was currently receiving therapy.